Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient had difficulty recharging the implant since the very beginning and that the ins was quite sensitive to movement. The ins will, at first, display a full line of ¿blocks¿ indicating that charge is occurring but if the patient sits, stands, crosses their legs or shifts positions, the blocks will diminish, requiring a reset of the charger. The battery was in the lower back to the right side, requiring a bit of contortion-like maneuvering. The patient has never gotten through a recharging session without the blocks diminishing or being completely empty. The patient further reported they have not had an appreciable easing of pain since day one. They had returned to their hcp and saw the manufacturer representative on several occasions for readjustment, but to little avail. The patient is in constant, and sometimes severe, pain. No further complications were reported/anticipated.

Event description:
Information was received from a manufacturing representative (rep) about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient has had their ins for about 18 months and were ready to ¿rip it out of themselves¿. It was reported that it was ineffective, and was almost impossible to recharge as they would have to sit absolutely still for hours. It was stated that it may have blocked the original pain somewhat, but that it didn¿t take into consideration that ¿things can get worse with their back and leg pain¿. When the patient was installed, it was reported that it was ¿the pain surgery of the future,¿ and that it ¿would relieve their pain¿ to the point that they ¿could go back to work within a couple of weeks¿. It was reported that the patient had to retire because of the continued and worsening pain. They stated that they have been back to their doctor who inserted it several times, but that they basically told them that they ¿did their job¿. They reported that they had also been to other neurosurgeons who would refuse to operate on them. They stated the perhaps the most frustrating part was the recharging of ¿the thing¿. They again stated, that if they didn¿t remain absolutely still, the device would stop charging. If they would shift their chair or get up to go the bathroom, the device would stop charging. It was reported that it was a terrible choice for them and it leaves them in constant pain in their back and legs which was getting more severe every day. They stated that they were totally dissatisfied. There was no reported event date. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.